Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not populating. A technical support specialist (tss) dialed into the server and found that the patient had already been discharged on (B)(6). Sent an email to the customer requesting a new visit ID if patients were still not crossing over. No response received from customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients were not populating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.